Manufacturer narrative:
H3: the tm90t0 was returned for product analysis. Analysis had identified that the micro usb port was loose. The device was reported to have passed battery charging bench test and final functional jbal testing. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the communicator was not working about a few days ago. The patient mentioned that the communicator could not be used and this already happened a few times now. The patient also mentioned usually, they would charge the communicator for 2 hours before the battery got full; however, recently, they would charge for 20 minutes and the indicator light would show that battery is already full. The patient mentioned that when they used it, the communicator battery would show orange and then would shut off. The patient reset the communicator; however, the communicator would not turn on. The patient plugged the communicator into the wall and confirmed seeing an orange light on the battery indicator. A request was sent to the repair department to replace the communicator.